Manufacturer narrative:
This event was reported against the 2008t hemodialysis machine twice in error. A single reportable complaint against the 2008t hemodialysis machine was sufficient to address the system issue reported in this event (ref. Medwatch report 2937457-2016-00144). Therefore, this is no longer considered an MDR-reportable event.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental will be submitted upon the completion of this activity.

Event description:
A user facility reported an air detector alarm was generated while a patient underwent treatment on a 2008t hemodialysis machine. The alarm occurred approximately 2 hours into the treatment. The blood tubing set was discarded without a return of the blood within the circuit. The bloodline was replaced and then the patient continued treatment. However, the air detector alarm recurred. The patient was switched to another machine with a new setup. Treatment was continued and successfully completed. No patient complications occurred as a result of this event and no medical intervention was required. Two circuits were discarded during this treatment. The patient's estimated blood loss from each discarded circuit was approximately 300cc. The regional equipment specialist (res) replaced the level detector module to resolve the issue and the biomed confirmed that there has not been a recurrence of the reported issue. The system remains in use at the user facility.